Manufacturer narrative:
Device evaluation: one new unused device was returned for evaluation. The device history record was reviewed and found no exception documents. The complaint database was reviewed device was examined visually, particulate larger than the acceptance criteria was found. The complaint is confirmed for the is device. The root cause is attributed to the manufacturing process.

Event description:
The distributor reported contamination was identified in the barrel of the syringe within the kit during their initial inspection of received product. The device was not sent to a user facility.